Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_ext. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins). The rep reported an issue that occurred a few years ago during a replacement surgery where the hcp could not remove the extension from the ins due to the extension being 'swollen.' The rep could not remember the event date or patient information but they noted that this issue had already been reported and that the ins/extension had been sent back to the manufacture and analyzed. Since this event record could not be merged into the already existing record due to a lack of information. No further information was provided nor would be provided. No patient complications were reported.